Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01247. It was reported that guidewire fracture and dissection occurred. The target lesion was located in the proximal left circumflex (lcx) artery. A 1.25mm rotalink plus and a 330cm rotawire were selected to treat target lesion. During the use of the rotablator burr over the rotawire, it was noted the tip of the wire broke off and ended up causing a large dissection of the proximal left anterior descending (lad) artery. The patient was sent to surgery for an emergent coronary artery bypass graft (CABG). The surgery lasted 5 to 6 hours and was successful. No further patient complications. The patient was stable and recovering.